Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was 184 mg/dl. The customer states they have been having trouble with the pump, but is unsure if it the pump or her own body. The customer states the pump did not deliver. Troubleshooting was not performed, because the customer declined it. The device will not be returned for analysis.